Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g is partially missing the scale marking. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale marking was partially missing.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1284125. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g is partially missing the scale marking. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale marking was partially missing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.